Event description:
The customer reported that the side-firing fiber forward fired at 38,670 joules during a prostate procedure. It was reported that the patient experienced excessive bleeding which prevented the physician from seeing the prostate gland and that the physician used turp to control the bleeding and complete the procedure. The patient outcome was reported as "okay." The reported blood loss was not quantified, however, it was reported that the patient did not require any additional blood to be given at the time of the procedure.

Manufacturer narrative:
The fiber was returned to the manufacturer and analyzed. Failure analysis disclosed that the fiber cap was intact and attached, and that the fiber cap was drilled through. The fiber cap region was burnt and melted, and the bevel section exhibits burnt glue. The cap exhibits detritus, char, devitrification and melted glass. The cap condition would result in reduced vaporization efficiency and may also cause forward firing, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure., limiting the performance of the fiber. The product labeling warns that tissue contact or tissue proving may cause fiber damage or breakage. Refers to forward-firing of the side-firing surgical fiber; a request has been submitted.